Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), depression ("depression"), affective disorder ("mood disorder"), dizziness ("dizziness"), amnesia ("memory loss"), fatigue ("fatigue"), headache ("headache"), visual impairment ("vision problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), sacral pain ("sacroiliac pain (surgery by arthrodesis)"), occipital neuralgia ("arnold's neuralgia") and cervicobrachial syndrome ("cervicobrachial neuralgia"). At the time of the report, the outcomes for back pain, depression, dizziness, amnesia, fatigue, headache, visual impairment, myalgia, arthralgia, sacral pain, occipital neuralgia and cervicobrachial syndrome were unknown. No causality assessment was received for essure with regard to depression, affective disorder, dizziness, amnesia, fatigue, headache, visual impairment, myalgia, arthralgia, back pain, sacral pain, occipital neuralgia or cervicobrachial syndrome. The reporter commented: leading to numerous x-rays, magnetic resonance imaging (MRI), computed tomography (CT) scans, infiltrations. Currently on long-term sick leave. The symptoms came on gradually, and got worse over the years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-feb-2024. The most recent information was received on 06-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), depression ("depression"), affective disorder ("mood disorder"), dizziness ("dizziness"), amnesia ("memory loss"), fatigue ("fatigue"), headache ("headache"), visual impairment ("vision problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), sacral pain ("sacroiliac pain (surgery by arthrodesis)"), occipital neuralgia ("arnold's neuralgia") and cervicobrachial syndrome ("cervicobrachial neuralgia"). At the time of the report, the outcomes for back pain, depression, dizziness, amnesia, fatigue, headache, visual impairment, myalgia, arthralgia, sacral pain, occipital neuralgia and cervicobrachial syndrome were unknown. No causality assessment was received for essure with regard to depression, affective disorder, dizziness, amnesia, fatigue, headache, visual impairment, myalgia, arthralgia, back pain, sacral pain, occipital neuralgia or cervicobrachial syndrome. The reporter commented: leading to numerous x-rays, magnetic resonance imaging (MRI), computed tomography (CT) scans, infiltrations. Currently on long-term sick leave. The symptoms came on gradually, and got worse over the years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.